Manufacturer narrative:
Analysis of the leads ((B)(4)) found that the lead bodies were cut through and the products were segmented.

Event description:
It was reported that the manufacturer representative was at a procedure that they thought was going to an implant, but turned out to be an explant and reimplant. The implantable neurostimulator (ins) needed to be replaced due to normal battery depletion. One of the leads had a break in the circuit. The manufacturer representative was not sure what caused the lead to break. The ins and both leads were explanted and new ones were put in today. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the lead break was observed post-operative during a follow-up. The patient experienced normal symptoms of gastroparesis. The result of the explant was normal healing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4).